Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on after the patient replaced the battery. There was no reported trauma or damage to the pump. The issue was not resolved with troubleshooting. There was no reported patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.